Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery. The customer did not recall the blood glucose reading. The customer reported that the alarm had recurred multiple times since the last time troubleshooting was performed. The customer did not recall the blood glucose reading. The insulin was not expired or denatured and the customer rotated insertion sites to avoid scar tissue. The customer reported that the tubing was not bent or kinked. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.